Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the anchors are detached from the device. The suture appears to have been cut from the anchors. The image also confirms the batch number and product number. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture have been detached from the device and the suture knot has been tightened down. The actuator tip is in the t2 pre-deployment position. No visible damage to the device. A functional evaluation revealed the deployment knob and actuator tip functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a meniscus surgery, the t2 implant of the fast-fix could not be deployed. T1 was removed from the patient. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No other complications were reported.